Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer declined to provide blood glucose levels at the time of the event. Technical support instructed cleaning of the speaker holes and reconnection of the cartridge, followed by steps to resume insulin delivery. The pump returned to normal operation with no recurrence of the alarm, and the customer received tips to prevent future altitude alarms.